Event description:
According to the reporter, during use, the patient experienced tracheal pain, but it was unsure which component of the tracheostomy tube was causing the pain (outer cannula or cuff). The product was replaced twice since the original complaint, while antibiotics were given with no improvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.